Manufacturer narrative:
Product analysis summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead and the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range.

Event description:
It was reported that the right ventricular (rv) lead exhibited noise during some non-sustained ventricular tachycardia (vt) episodes. A polarity switch occurred due to low impedance, reprogramming was performed, and approximately four months later, a polarity switch occurred again. It was also noted that the lead exhibited a number of short v-v intervals. Pacing inhibition was created when moving the lead and a fracture was electrically confirmed. The lead was capped and replaced. The patient is a participant in the surescan post approval study (pas). No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.